Event description:
There was difficulty aspirating fluid through the catheter access port. Catheter blockage was confirmed. A revision was scheduled along with a concentration change of morphine 50 mg/ml to 20 mg/ml. Further info is being requested from the hcp.

Manufacturer narrative:
(B) (4): results - catheter.